Manufacturer narrative:
Technician found the brake caster needed to be replaced. The technician replaced the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brake casters do not hold. No pt impact.